Manufacturer narrative:
The reported events of high pacing lead impedance, poor sensing and high capture threshold were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance, poor r-wave sensing, and high capture thresholds. The lead was explanted and replaced. The patient was discharged.